Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Report source, literature - dyrhovden, g.s., (2017). Have the causes of revision for total and unicompartmental knee arthroplasties changed during the past two decades? Clinical orthopaedics and related research, 475(7), 1874-1886. Doi 10.1007/s11999-017-5316-7. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article, 581 knees with a total knee arthroplasty were revised due to infection. No further information is available at this time.